Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they had a short circuit in their deep brain stimulation system. No cause, diagnostics/troubleshooting, interventions or outcome were reported regarding this event. Additional information could not be obtained. If additional information is received, a follow up report will be sent.